Manufacturer narrative:
Section d4: expiration date inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion the centrimag 2nd generation primary console (serial #: (B)(6) ) was returned for evaluation with the reported event of a s3 alarm. A log file was downloaded for review with events spanning approximately 8 days (04nov2021 ¿ 05nov2021, 08nov2021 ¿ 10nov2021, 12nov2021, 24nov2021, 01dec2021 per time stamp). Intermittently on 04nov2021, ¿system alert: s3¿ activated following a ¿sf_lmc_motor_iic¿ sub-fault. These alarms were able to be muted and cleared. Pump speed and flow were not affected. The centrimag 2nd generation primary console was returned with the associated motor, flow probe, and console to monitor cable and the reported event was able to be confirmed. The console and motor were run on independent loops and the console operated as intended but the alarm occurred during the testing of the motor. The console was functionally tested and passed all tests. The reported event could not be correlated to an issue with the returned console. The 2nd generation centrimag system operating manual, rev. L, section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, rev. L, section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual, rev. L, table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response. The device history records were reviewed for the centrimag 2nd generation primary console (serial #:(B)(6) ) and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number:3003306248-2021-05717, 3003306248-2021-05718. It was reported that the centrimag console showed an s3 system failure alarm while the patient was in a CT scanner. Initially, the alarm could be canceled but came back. Over time the alarm became more consistent, and the pump was changed to the backup. The pump did not stop and had no effect on the patient hemodynamics. The alarms resolved following the motor, console and flow probe exchange. The centrimag blood pump was still in use on the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.